Event description:
Additional information was received indicating that the patient's breakthrough seizures were not suspected to be related to vns. It was indicated that the patient has had occasional seizures since implant, however they are fewer than before she was implanted. No interventions have been planned as a result of these seizures and there were no causal or contributory programming changes, medication changes or other external factors which preceded the breakthrough seizures.

Event description:
An implant card was received by the manufacturer indicating that the vns generator was replaced due to battery depletion. Also prophylactic replacement was checked off in the implant card. The implant card also indicates that the diagnostics were ok with the new generator and the lead resistance. Attempts to return the product to the manufacturer were unsuccessful due to the hospital discarding the vns generator.

Event description:
Reporter indicated a vns patient was having breakthrough seizures without specific identifiable triggers. The vns device is reported to be working properly. Prophylactic replacement of the vns generator is planned due of the age of the device (over 5 years), but has not occurred to date.